Manufacturer narrative:
Patient date of birth was not provided for reporting. (B)(4). Incident occurred during the removal procedure. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially had an external fixator placed on (B)(6) 2017 for a fractured left ankle. The patient was brought back to the operating room on (B)(6) 2017 for a planned removal of the external fixator and the placement of a fibula plate and screws (total number unknown), two (2) syndesmotic screws to go across the fibula into the tibia to hold the joint together and two (2) cannulated screws into the malleolus. It was reported that the surgeon placed the plate, screws and the two syndesmotic screws without any issues. As he went to place the cannulated screw ¿under power¿, it was noted on standard fluoroscopy that 1.5cm of the cannulated screw shaved off in one long piece, described like a ribbon. The surgeon stated that he did not feel resistance but it is thought that he hit one of the syndesmotic screws. The surgeon removed the screw, and because he felt that a larger hole would need to be drilled to remove the fragment, the surgeon chose to leave the shaved piece in the patient. Standard x-rays taken during the surgery confirmed that there were no other fragments other than what was left in the bone. The surgeon did not replace the screw and the patient was left with one (1) cannulated screw in the malleolus. There was an approximate 10 minute delay due to the issue. It was reported that the surgery was completed successfully and the patient was stable. Concomitant devices reported: fibula plate (part #unknown, lot #unknown, quantity 1), syndesmotic screw (part #unknown, lot #unknown, quantity 2), cannulated screw (part #unknown, lot #unknown, quantity 1). This report is for one (1) 4.0mm cannulated screw-short thread 60mm. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation was completed: the returned screw was confirmed to be peeling at the distal threads, and had a fragment of the peeled thread broken off. The head of the screw shows some wear to the recess and the outside of the head which was likely related to implant and removal of the screw. The lot number of the device is unknown therefore a device history record review was unable to be performed. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. No additional malfunctions were observed during investigation. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. As stated in the complaint description it is likely that the screw hit another screw while being inserted which caused the threads to peel and break. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.